Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturing reference: 2184149-2019-00080. During a procedure, it was not possible to use pressure. The zero baseline was not able to be performed and the pressure curve was not displayed. Additionally, the cable was noted to be damaged and bared, there was noise on the ablation signal and there was intermittent display of the workmate remote screen. Further information revealed the noise issue was resolved by re-organizing the cables, the intermittent display was resolved by re-connecting the dvi cable and the pressure issue was resolved by replacing the damaged cable. The procedure was completed with no patient consequences, however there was a clinically significant delay.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pressure, display and noise issues could not be conclusively determined. However, based on troubleshooting the issues were resolved by re-organizing the cables, re-connecting the dvi cable and replacing a damaged cable. Further information regarding the event were requested but not received.